Event description:
The pt ran her stimulation 24 hours a day and never turned it off, but found that this morning she could not feel her stimulation. She used her pt programmer to turn the device back on. It was noted that she had lifted something heavy a couple of weeks ago while moving and had lost 50 lbs which necessitated her to wear a binder because, her device "flipped" a lot. The pt was working with her primary care provider to find a pain clinic to manage her, but noted it could take up to 4 weeks. She was re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4)